Event description:
It was reported by the pt's counsel that the pt received an implant on (B)(6) 2007. The pt experienced cartilage damage and has not undergone revision surgery. It is unk if revision is scheduled or in discussion.

Manufacturer narrative:
The device was not returned for evaluation, precluding further analysis.